Manufacturer narrative:
A temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s event of peritonitis. However, there is no documentation to show a causal relationship between liberty select cycler/liberty cycler set and the event of peritonitis. The pd effluent culture for this event of peritonitis revealed pseudomonas. Pseudomonas infection is caused by strains of bacteria found widely in the environment, especially after exposure to water. Serious infections can occur in people in the hospital and/or with weakened immune systems. The patient did take the liberty cycler into the bathroom during active treatment on (B)(6) 2019. The power plug came out of the back of the cycler which led to a power failure recovery alarm; the patient cancelled the treatment. It is unknown if the patient followed proper aseptic technique while using the bathroom during pd treatment. Based on the available information, the cause of the peritonitis cannot be confirmed. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized on (B)(6) 2019 for an infection. Upon follow up, the peritoneal dialysis registered nurse (pdrn), clarified that the patient was seen in the emergency room (ER) on (B)(6) 2019 with abdominal pain; the patient had also noted fibrin in their pd effluent. The patient was hospitalized with a diagnosis of bacterial peritonitis. Pd effluent cultures revealed the presence of pseudomonas. The patient was treated with a 14-day course of both ceftazidime 1500 mg intraperitoneally, daily and cipro, 250 mg orally, twice daily (start dates not provided). There were no reported issues with the pd catheter. The patient is still recovering from the event and was discharged with continuing home antibiotic therapy on (B)(6) 2019. The event of peritonitis was not related to treatment with the liberty select cycler or any other fresenius products or equipment per the pdrn. The pdrn reported that the cause of the event of peritonitis is unknown. The pdrn had no concerns about the patient¿s aseptic technique. It was planned to see the patient in the outpatient dialysis clinic on (B)(6) 2019 and to re-train the patient per international society for peritoneal dialysis (ispd) guidelines.